Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade unk. When the xtw mitraclip was inserted into the left atrium, a blood clot or tissue fragment was observed on the tip of the clip and on the tip of the steerable guide catheter. Both devices were removed and a replacement mitraclip and steerable guide were used to complete the procedure. No treatment was performed for thrombus. Patient remained hemodynamically stable, and there were no patient consequences or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported thrombus could not be conclusively determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.